Manufacturer narrative:
Result: siderail electrical component.

Event description:
It was reported by service report that the gatch rises up on its own. No pt involvement or adverse consequences are reported.